Event description:
The pt was admitted for a procedure in 2008 with a 99% lesion in the proximal to distal circumflex. The vessel was moderately calcified and moderately tortuous. After crossing with a guidewire, intravascular ultrasound was delivered to the lesion, but it would not cross. The lesion was pre-dilated with a balloon from the distal end of the distal circumflex to the ostium of the proximal circumflex. Then, intravascular ultrasound was conducted again. While 2.5 x 18mm cypher stent was being delivered to the lesion, physician felt resistance and, so removed the stent delivery system. He found the stent to be flared at the distal edge, therefore, a different cypher was implanted. The procedure was successfully completed.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.